Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. A 2.5x16mm taxus liberte' stent was prepped in the normal fashion. During insertion of the device a kink was noted in the mid shaft and straightened. When the device was advancing through the toughy outside the patient, the shaft fractured at the location of the kink. The procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as fine.

Event description:
Caller reported blood glucose results of 436 mg/dl, 108 mg/dl, and 129 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.